Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced high vault. The lens was later removed and a shorter length lens was implanted. Further inquiry has been requested. None have been forthcoming. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Manufacturer narrative:
B5: per current guidelines, the initial MDR is not applicable as this is not a reportable event. Claim# (B)(4).

Manufacturer narrative:
H3: lens was returned in a in liquid in a vial. Visual inspection found a haptic torn lens. Claim# (B)(4).